Event description:
It was reported that the patient experienced tenderness at the abutment site subsequent to sustaining a head trauma on (B)(6), 2013. The patient was prescribed oral antibiotics (date, type, dosage, and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.